Event description:
It was reported that, after a procedure, it was found that along the multifix there was a metal piece found in the patient's shoulder. The patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a procedure, it was found that along the multifix there was a metal piece found in the patient's shoulder. The patient has recurrent pain and needs to undergo surgery to remove the metal piece. Revision surgery has not been performed. The patient's outcome is unknown.

Manufacturer narrative:
H10: additional information on b5, d6, d7. H11: per the new information received, the following parts were modified: b1, b2 and h1.

Event description:
It was reported that, after using a multifix s ultra, for a primary rotator cuff repair surgery ((B)(6) 2018), the patient had ongoing pain. On (B)(6) 2019 a revision surgery was conducted to remove the metal fragment and the anchor from within the patient. The patient's outcome is unknown.

Manufacturer narrative:
The reported device, used in treatment, was not returned for evaluation. Therefore, the relationship between the product and reported incident cannot be established. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A review of manufacturing records for the lot 2008658 found no non-conformance's during manufacturing process related to the event. Clinical evaluation was completed and concluded that without product return/evaluation of the device(s), the proper identification, material composition and/or root cause of the retained foreign body cannot be determined. The patient impact beyond the reported clinical symptoms, expected revision, possible increased radiological exposure, corrosion, local irritation/discomfort, and/or migration of the foreign body cannot be determined. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. No further medical assessment can be rendered at this time. Risk management documents were reviewed finding no additional risks that require to be noted. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, after a procedure, it was found that along the multifix there was a metal piece found in the patient's shoulder. The patient had revision surgery to remove the metal piece. The patient's outcome is unknown.